Event description:
It was reported that there is a small hole in the venous extension line.

Manufacturer narrative:
One intact 13.5 catheter was returned for evaluation. A visual examination of the catheter revealed two small holes on the venous extension tube 4 cm from the hub. The two small holes are directly across from each other on the tube. A review of the manufacturing records indicated all device specifications and quality requirements were satisfied. The extension tube was cross sectioned and measured. All measurements (ID, od, wall thickness) were within the specifications. The clamp was evaluated and found to meet the design specifications. We are unable to determine the cause or factors which may have contributed to this event.